Event description:
The pt prescribed pure vision contact lenses to wear on a continuous wear basis for 30 days. The pt presented for an unscheduled visit with symptoms of pain, photobia and redness in the left eye. The pt was originally diagnosed with a corneal abrasion with extensive superficial punctate keratitis (spk), deep superficial staining but no infiltrates. No culture was taken. The pt was treated and the condition resolved within 10 days. There was no scar, no loss of vision and the pt was advised to resume lens wear on a daily wear basis for one week followed by extended wear basis for 1 week and a check up. The investigator described the pt as having contact lens acute red eye (clare) and revised the diagnosis from corneal abrasion to microbial keratitis.